Event description:
A 9mm diameter * 60mm length medtronic ave billiary stent was inserted into the severely calcified target lesion in the left illiac artery afetr predilation with a pta balloon. The stent delivery system was inflated to 7 atm. When the balloon burst. The doctor had some difficulty removing the burst balloon through the guide catheter, therefore, the sheath, guide and balloon were removed as a unit and another sheath was placed in femoral artery. The stent had not been fully deployed, therefore, another pta balloon was inserted and inflated to deploy the stent to full diameter. The physician stated that he believes that the balloon burst due to the calcification in the lesion. The target lesion was successfully treated and there was no additional clinical sequelae reported relative to the event. There is no further info available from the user facility.